Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in (B)(6) 2020, the patient underwent initial tka surgery on knee for subluxation with other company's products. In (B)(6) 2021, the implant was removed due to infection, and a cement mold containing antibiotics was placed. In (B)(6) 2021, tka reoperation was performed (depuy/attune revision/rp) with the implants. On (B)(6) unknown date, 2021, spin-out occurred. On (B)(6) 2021, the rp tibial tray was removed and replaced with an fb tibial tray. No further information available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: g1.